Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿feel really worried¿, ¿strong pain into my breast¿, ¿headache¿ and ¿have some liquid breast.¿ this is for the right side. Device remains implanted.